Event description:
It was reported following implant of the ins device, the system was checked and showed extremely high impedances. The lead was checked with the snap lid connector and great stimulation was received. When the lead was plugged back into the ins, there was no stimulation. The hcp decided to send the pt home to let the swelling go down. One week later, the pt still "didn't get anything". The pt came back in for further troubleshooting. The lead was put back in the snap lid connector, and the ins was cleaned to make sure there was no fluid [in the connections]. In 2009, the ins device was replaced. Following the replacement, the pt was receiving excellent stimulation.